Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. Device was removed. There was no patient injury.

Event description:
It was reported that the catheter allegedly had holes in the tubing, small splits in the tubing, and/or separation in the repair kit. It was further reported that the device was removed. There was no patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one white hub hickman extension leg was returned for evaluation. The sample was received with two repairs done on the catheter. Two circumferentially-aligned partial splits/breaks were noted opposite one another on the catheter lumen, just distal to the hub. When viewed under magnification, it was noted that both break sites possessed a granular surface. Additional damage was noted at the break site on the opposite side of the printed text and it was noted that the distal portion of the hub could be observed through the break when the catheter was bent. This break site also leaked during an infusion attempt. Additionally, it was noted that detailing was slightly worn on the protective clamping sleeve. Based on the findings, the investigation is confirmed for the reported leak. Per the evaluation results, the identified damage was circumferentially-aligned with both break sites being immediately opposite one another on the catheter and located immediately distal to the hub. Additionally, wear was noted to the markings on the clamping sleeve. These are characteristics typical of clamping too close to the luer hub. As this can cause the catheter material to be pinched between the harder material of the clamp and the luer hub stem, it is possible that clamping too close to the hub contributed to the identified catheter damage. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.